Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0j8cd, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the hcp saw ¿???¿ on the screen for the longevity estimate for program 4 with a capacity of 48-87%. The patient had been using the therapy and it had been working fine for them. The patient could feel stimulation when the hcp ran impedances. It was reported that the electrode impedances showed that it couldn't measure c-1 value and 0-2 and 0-3 combinations were out of range. The was noted that the voltage was set to 3.3v when the measurement was run.